Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium results generated on the architect c4000 for a patient sample. The following data was provided (customer¿s reference range 3.50¿5.10 mmol/l): 20mar2023 sample ID l363172280 initial potassium (k+) = 6.98 mmol/l, repeat = 4.92 mmol/l, same patient new sample result = 4.29 mmol/l patient was sent to the emergency room to have repeat labs drawn. No negative impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date.service reviewed the instrument logs and recommended the customer perform precision testing. The results of the precision test were within package insert specifications and a single definitive cause for the falsely elevated results could not be determined. The architect c4000, serial number (B)(6) was considered the likely cause of the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances, or deviations. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) was identified.